Event description:
It was reported that after clear lens exchange the pt had a +2.5 refractive surprise. According to the surgeon the lens was noted to be posteriorly vaulted in the pt's "somewhat small eye". The lens was explanted and replaced with another crystalens. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.